Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's left knee was revised due to infection. As reported by rep: "we took out a ts 16mm insert due to patient infection and put another one in."